Event description:
Patient fell out of the right side of the bed onto a fall mat. The patient was not injured and there were no withnesses. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).